Event description:
A durable medical equipment supplier (dme) reported to the MFR that a continuous positive airway pressure device was thermally damaged. There was no report of injury or harm.

Manufacturer narrative:
The device was evaluated by the MFR's product investigation lab. The complaint of the device having thermal damage was confirmed. There were signs of water ingress and corrosion to the therapy printed circuit assembly (pca) and evidence of thermal damage to components. Thermal failure of the pca components resulted in a void in the top enclosure of the device. The pt air path, which is isolated from the electronics compartment, was not compromised. Prior investigation has concluded the failure mode is caused by the presence of conductive fluid at the location of the motor driving field effect transistors (fet) on the device's therapy pca. Conductive fluid in this location can, in some cases, allow electrical current flow between the pins and components of the motor driving circuit, causing the controlling transistor to continuously power one more of the motor-driving fets. Continuous power to the motor-driving fets can cause an increase in component heat which cannot be dissipated effectively through the component's heat sink. The increased heat can cause deformation and, potentially, voids in the device enclosure. The product's labeling provides user care and handling instructions to prevent water ingress from occurring or affecting the operation of the device should it inadvertently occur. The MFR concludes water ingress, corrosion and subsequent product failure were caused and or contributed to by a failure of the power user to apply the MFR's care and handling instructions when using the device. The MFR concludes that no further action is appropriate.